Event description:
Adverse event information from (B)(6) in (B)(6) a 8.0x21mm carotid stent was deployed after pre dilatation. There was calcification at the lesion. There was no problem with use of occlusion balloon wire and malfunction did not occur. After the procedure, the patient presented cerebral hemisphere. Argatroban 60mg/day was started administration. Additional argatroban 20mg/day was dosed until (B)(6) 2011. (B)(6) 2011, the patient keeps sub-acute rehabilitation in hospital. Adverse event category: ipsilateral ischemic stroke. Severity: severe outcome: not recovered causality assessment : not related to the product because the event occurred after the procedure.

Manufacturer narrative:
The actual device will not be returned for evaluation. Therefore an engineering analysis of the subject can not be performed. The lot number for the device is unknown and therefore a review of the device history record cannot be performed. If in the future additional information is provided or an actual complaint sample is returned a follow-up medwatch will be submitted. Device discarded not returned for evaluation. Method/results/conclusion: the event has not been confirmed due to no product being returned. The analysis is complete as of today (B)(6) 2011.